Event description:
It was reported that an unspecified access set disconnected (came apart) above the y-site resulting in a blood leak. This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: suspect catalogue # is 2c8541 (main intravenous set used at the hospital) which has a UDI # of (B)(4). Lot # and expiration date were not reported, therefore UDI # has di portion only. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photo sample which showed the tubing separated from a clearlink component. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.